Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13426. Related manufacturer reference number: 2017865-2019-13429. It was reported that the patient's system was implanted on (B)(6) 2019. On (B)(6) 2019 the patient presented for a follow-up in clinic. Upon investigation it was noted that the patient had developed a pocket infection due to patient noncompliance with post operative instructions after the initial implant procedure. The physician does not allege that the infection was due to the system or the initial implant procedure. The patient's system was explanted and their condition was noted to be stable after the procedure.